Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a red x and the test load fails. The customer tried a different test load and it still failed. There was no reported patient involvement/adverse patient impact.